Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient met with the manufacturer¿s representative at the doctor¿s office because they were not able to charge their implantable neurostimulator (ins) for approximately 2 months. The first overdischarge (od) condition was confirmed on the ins. The patient experienced less than (B)(6) therapy relief at their back location during the event. A physician mode recharge (pmr) procedure was initiated and the patient was instructed to call if they were not able to recharge successfully. The patient status was noted as ¿alive ¿ no injury¿. It was further reported on 2015-(B)(6) that they were unable to perform a pmr after 3 attempts. The patient was going to see their physician for a referral for a replacement to a non-rechargeable device. There was no date for this appointment or a date for the replacement as of 2015-(B)(6). Additional information regarding the replacement and outcome was requested. If received, a follow up report will be sent.